Manufacturer narrative:
The technician found the gas spring was leaking. He replaced the gas spring to repair the bed.

Event description:
Information received indicates the head section of the stretcher is not lowering.